Manufacturer narrative:
No product problem. Sensor was damaged during use and system functioned as intended reporting over 39 sensor warnings before user muted alerts. System status indicated stimulation was flowing during the event, the operating room team had replaced the stimulation instrument and restarted the system. The same warnings and indications persisted, the operating room team continuing use of neuromonitoring; the neuromonitoring device was not disconnected nor was shutdown. Instructions for use identify appropriate use, precautions, user responsibilities and actions addressing sensor alerts with troubleshooting. The instructions were not followed.

Event description:
Adverse event: injury. The wire from the sensor that was placed on patient thigh was separated from the adhesive patch and was in contact with the patient. Treatment of the burn was not confirmed by the user facility, is it unclear if debridement was conducted. Most recent information from user facility indicates no intervention was performed. This is indeterminate and has not been followed up by user facility after several attempts for clarification.

Event description:
Adverse event: injury. Product problem: no known device problem. A (B)(6) year-old female, in the operating room post-operatively, nurse removed a sentiommg monitoring sensor from the left mid-thigh and noted burned area on her skin under the sensor. The patient skin is described as a 2nd degree full thickness with black eschar. It is ovular in shape covering an area of about 5.5cm x 6.5cm. Patient underwent standard post-operative recovery at the hospital for type of spinal procedure performed. This was a 3-day stay and was not extended due to the burn. Treatment of the burn included debridement and was described as routine wound care by manager of clinical engineering at user facility who also stated intervention was not required to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
(B)(6). (B)(4). Potential device problem: the return of the incident unit has been requested on more than 5 occasions. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked and further described below. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. The surgical procedure was described as a 6 hour spinal fusion involving the placement often (10) screws. The nerve monitoring system was setup without incident prior to beginning the case. Patient was then positioned for surgery, prone position with stomach down. Near the beginning of the procedure, upon initial use of the device at approximately 9:30am on the date of the incident, the device was noted to display stimulation current while no stimulating probe was in contact with the patient. Basic device troubleshooting was performed by the operating room staff and the issue was unable to be resolved at the time of surgery. The surgeon chose to proceed without use of neuromonitoring; however, the neuromonitoring device was not disconnected nor is it believed to have been shutdown. At the end of procedure, when the injury was observed it was also observed the sensor over the left mid-thigh appeared to have been pulled out of the patch. User facility biomed also indicated other sensors were attempted to be pulled out of their patches but was very difficult and they were damaged while trying. User facility biomed checked equipment following incident, found to pass leakage test. Images of the device have also been requested and not provided, it is unknown if the damage as of the date of this report, the product has not been received by the manufacturer for evaluation. No medwatch form was provided from the user facility; therefore, information on this form 3500a was completed by the manufacturer with information received from the reporter. Despite several attempts to obtain such information from the reporter, sentio has provided its best efforts to complete form 3500a where user facility information was applicable. The nerve monitoring system and associated accessories were not returned for evaluation and testing. No root cause(s) or contributing factors related to the injury have been established. An investigation strategy and interim status is attached as supplemental information. Once the product is returned for evaluation additional information shall be updated on a follow up report.